Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis could not confirm the customer comment. The upper/lower cases, side bail covers, ring cover and battery drawer were broken. The battery release, lead flex cover, and release spring were contaminated. The ring was bent.

Event description:
The external pulse generator dropped and returned for repair, testing, and calibration. It subsequently tested out of specification during the manufacturer's analysis.